Event description:
The event happened during the procedure. It was noted that the physician could not detach a cashmere (crc140615-30/c19125) although pressing the detachment button about five times. The green system ready light illuminated at the time the detachment was attempted. The low battery light and fault light were not seen during the case. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. Type of the detachment control box and the cable used with the product were not provided. Then the cashmere was safely removed from the patient. And then, when the physician replaced the cashmere for a new product (crc140615-30, lot unknown), he was able to detach it into the target lesion using the same detachment control box and the same cable with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. During the procedure, more than ten micrus coils (catalog and lot all unknown) were successfully placed into the target lesion with no further issues. It is unknown how many coils were successfully placed during the procedure. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted.

Manufacturer narrative:
Event description continued: there was no stretching or unintended detachment observed in the vessel or in the microcatheter (transit 2, catalog and lot unknown). It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of superior gluteal artery prior to endovascular abdominal aortic aneurysm repair. No information regarding the aneurysm/vessel was provided. Complaint conclusion: it was reported that the 6 mm x 15 cm cashmere 14 cerecyte microcoil (crc140615-30/c19125) could not be detached although pressing the detachment button about five times. The green system ready light illuminated at the time the detachment was attempted. The cashmere was safely removed from the patient. It was indicated that there was no patient injury/complications reported. When the device was replaced for a new product (crc140615-30, lot unknown), it was able to be detached using the same detachment control box (dcb) and the same cable without any issues. Prior to the event, pre-deployment electrical check was performed with the system and no issues were noted. The low battery light and fault light were not seen during the case. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. Type of the detachment control box and the cable used with the product were not provided. The procedure was coil embolization of superior gluteal artery prior to endovascular abdominal aortic aneurysm repair. No information regarding the aneurysm/vessel was provided. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (transit 2, catalogue and lot unknown). It is unknown if the microcatheter was re-shaped or not. During the procedure, more than ten micrus coils (catalogue and lot all unknown) were successfully placed into the target lesion with no further issues. It is unknown how many coils were successfully placed during the procedure. No additional information is available. The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported information and without the return of the device for analysis, no conclusion can be made regarding root cause of the reported inability to detach the cashmere coil. With review of the device history records review there is no indication of any device manufacturing issues related to the event. Additionally, all devices undergo multiple electrical checks before reaching the final packaging. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: detachment control box (details unknown); connecting cable (details unknown); new coil (crc140615-30, lot unknown); 10+ micrus coils (catalog and lot all unknown); microcatheter (transit 2, catalog and lot unknown).